Event description:
It was reported prior to implant the patient could walk but after surgery he could not walk. The patient¿s right leg was ¿dead, no feeling, weak, and foot drooped.¿ it was noted the patient had having trouble with both legs but the right leg was worse. It was also noted the patient had knee surgery 7 years ago. The patient was having physical therapy for his legs and wanted to use percutaneous electrical nerve stimulation. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).